Event description:
Pt with crohn's disease underwent an ileocecal resection the later part of last year. She was followed in clinic approximately four months later and complained of pain near the drainage site. She had expressed a piece of plastic from the site where her pain ball went in. The surgeon examined the plastic piece and it appeared to be a torn piece of the white introducer material. The MFR has sent this onto their corporate office and have requested a reply with any information on advancements in product manufacturing that will help prevent this from occurring. Apparently, after introducing the 17 gauge split introducer needle into the wound area, when the surgeon is pulling the white split introducer out, it is catching on to something (ie. A suture) and tearing, leaving some of the white tube in the wound. We are not aware of anything being left behind because there is no way to determine if you have the entire split introducer. Surgeon suggested color coding the split end introducer.